Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon have two pinholes. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to two pinholes located at the proximal and distal section of the body of the balloon. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found to the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as vacuum was not applied to the device before removing the protective sleeve.

Event description:
This report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the hilus region of the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that both balloons were leaking when inflated. Reportedly, a vacuum was not applied to the devices before removing the protective sleeve. The devices were removed from the patient and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate to apply a vacuum to the catheter before removing the protective sleeve. Investigation results revealed that the balloon have pinholes; therefore, this is now an MDR reportable event.